Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during 5% and 10% otagam (ivig) infusions air is visible in the IV tubing and the chamber starts collapsing on itself.

Event description:
It was reported that during 5% and 10% otagam (ivig) infusions air is visible in the IV tubing and the chamber starts collapsing on itself.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of air vent not working and air in IV tubing was confirmed. Photo provided by customer observed air bubbles inside the drip chamber and in the tubing inner walls with drip chamber vent being in an opened position. It was also observed that the set was spiked into a IV bottle with the drip chamber being collapsed. The root cause of this failure was not identified as no product was returned.